Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Dealer stated the caregiver was operating the lift with the patient in the lift. They were lifting and moving the patient around and the bolt came off from the top causing the patient to fall and fracture his back. MDR filed.